Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The pressure and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: medical engineer. Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console frequently generated a catheter restriction alarm. The iab was removed and it was noticed that a rupture had occurred. There was no patient harm or adverse event reported.